Event description:
I have tkr in (B)(6) of 2018. The implant became loose and painful all the time. I went to 3 different orthopedic surgeons to get an opinion on my knee. All 3 said it was loose. I had to have revision tkr on (B)(6) 2019.